Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient was ¿very satisfied¿ with the device and was ¿gaining therapeutic benefit.¿ it was reported the device was removed on (B)(6) 2013 because the patient ¿developed other medical conditions¿ that required an MRI scanning. It was noted the implantable pulse generator (ipg) and leads were interrogated and were operating as expected and within proper impedance values. It was reported the patient fully recovered.

Manufacturer narrative:
Concomitant products: product ID 3877-75, explanted: (B)(6) 2013, product type lead; product ID 3877-75, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis if the implantable neurostimulator (ins), serial # (B)(4), revealed no anomaly. Analysis of the two leads, model # 3877-75, revealed no anomaly. Analysis of one anchor, model # 3550-39, revealed no anomaly. Analysis of the other model # 3550-39 anchor revealed no significant anomaly but it was noted the silicone was cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.